Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (ocg) was informed by the customer that visera elite ii video system center reportedly had ¿no image ¿ communication error¿ immediately after installation during hospital staff training. No patient injury or harm was reported. The equipment will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, a faulty circuit (ap) board was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, since ap board was found to be defective, it is likely that the phenomena ¿error e226¿ and ¿no image¿ occurred because of endoscope communication error that occurred between otv-s300 and the scope. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.